Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. X-ray provided was sent to hcp for review. Their review confirmed the fracture on the right aspect of the plate involving the second screw. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Discarded.

Event description:
It was reported that the patient underwent an initial trauma plating procedure for a pubic symphysis injury. Subsequently, the patient underwent revision surgery due to implant breakage. Attempts have been made and additional information on the reported event is unavailable.